Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Pneumonia and post procedural bleeding are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient was hospitalized for titration and monitoring. It was reported that after an unspecified period of time, the patient experienced stoma site bleeding. The patient underwent endoscopy and the physician reported that there was bleeding in the subcutaneous tissue. On (B)(6) 2021, patient also experienced melena and decreased oxygen saturation. Additional information on (B)(6) 2021 indicated that the patient experienced pneumonia. The patient remained hospitalized.